Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos were provided. One shows a syringe with a red foreign matter inside the syringe about at the middle and the other photo shows the same fm now at the bottom of the syringe. The foreign matter looks like a piece of red tape however without the physical sample, a definitive root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the first complaint for lots # 8362826 for this type of defect or symptom. There was no documentation of issues for the complaint of lots # 8362826 during this production run. Root cause description: undetermined.

Event description:
It was reported that the syringe 10ml reg pr saline 10ml fill experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 306546, batch no: 8362826. Per customer email: when I went to flush an IV I noticed that there was a foreign substance in the syringe with the saline. It appeared to be some sort of red tape stuck to the inside. I noticed this as I was pushing the air out of the syringe so I did not inject any of the saline into the IV. I pushed about 3mls out of the syringe into the garbage to differentiate it from an unused ns flush and turned it in.

Manufacturer narrative:
The reason code for no evaluation has been updated. The following information has been corrected: d.3. Reason code for no evaluation: other.

Event description:
It was reported that the syringe 10ml reg pr saline 10ml fill experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 306546 batch no: 8362826. Per customer email: when I went to flush an IV I noticed that there was a foreign substance in the syringe with the saline. It appeared to be some sort of red tape stuck to the inside. I noticed this as I was pushing the air out of the syringe so I did not inject any of the saline into the IV. I pushed about 3mls out of the syringe into the garbage to differentiate it from an unused ns flush and turned it in.